Manufacturer narrative:
The albt2 reagent lot number was 714994. The expiration date was not provided. Calibration was acceptable. Qc data shows some high results. Frequent "sample short" alarms were observed on the alarm trace data. All of the questionable results were obtained with reagent lot 714994. One qc result was generated after the patient results. It could not be confirmed that these results were obtained using an empty reagent cassette. The field service engineer (fse) found an issue with the gear pump and replaced the gear pump head. The investigation determined the issue identified by the fse was the cause of the event.

Manufacturer narrative:
Section b3 was updated. The initial report stated: "the c701 module serial number was (B)(6)." The c701 module serial number was (B)(6). The initial report stated: "the customer alleges a result of 47 mg/l was received while the reagent cassette was empty. The repeat result was 103 mg/l." The repeat result was from a different c701 module. Discrepant results were provided for an additional patient sample (patient 2): patient 2 result from the c701 module in question was 7 mg/l. The result from a different c701 module was 24 mg/l.

Manufacturer narrative:
The c701 module serial number was (B)(6).

Event description:
The initial reporter alleged the cobas 8000 c 701 module provided results for an unspecified number of patient urine samples tested for albumin gen.2 (albt2) when the reagent cassette was empty. After loading the reagent cassette the customer reportedly repeated patient samples. The results for 1 patient sample were discrepant. The customer alleges a result of 47 mg/l was received while the reagent cassette was empty. The repeat result was 103 mg/l.